Event description:
The device was returned to the service center for a report from the customer contact that the plum cassette was leaking. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that there was an excess of solvent sealer in the joints between the proximal tubing and the inlet of the cassette resulting in a hole that was observed in the proximal tubing inside of the inlet of the cassette.

Manufacturer narrative:
One used sample was received and evaluated. Visual inspection of the sample revealed nothing unusual with the sample. During the priming, a leak was noted in the inlet port of the cassette. Additionally, the set was submerged under water and did show evidence of a leak at the inlet port. After further analysis, a hole in the tubing was noted. The probable cause of this event was attributed to the manufacturing process due to an incorrect solvent application; an excess of solvent can cause a hole in the tubing. This report represents all the information known by the reporter upon query by hospira personnel.